Manufacturer narrative:
(B)(4). Batch # p58d2n. Event month and day unknown. Only year (2018) is known. Device evaluation: the analysis results that one psee60a device was returned with no visual non-conformances and with a gst60d cartridge reload present. The cartridge was received fully fired and with the pan partially dislodged and damaged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staple knife stopped and was not moved any more. It seems battery issue or reload's malfunction issue. There were no patient consequences reported.